Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions revealed the right atrial (ra) lead exhibited far r oversensing resulting in inappropriate automated mode switch (ams) episodes. Programming changes were recommended. No patient symptoms or intervention was reported.